Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear on components from use. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the trigger on the small battery drive device was found to be jammed. The event was not related to surgery. There was no patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If any additional information should become available, a supplemental medwatch will be submitted accordingly